Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient expired at home.

Manufacturer narrative:
Additional investigation indicates there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.

Event description:
It was reported that the patient was found in bed, expired; cause of death is unknown. Interrogation of the device post death showed that the patient received two hv shocks and two rounds of atp. Both hv shocks appeared to convert the patient to sinus. A review of the stored electrogram indicated that the device detected a return to sinus, but there appeared to be some under sensing of the ongoing vt/ vf. No therapy was delivered in the last recorded episode.